Manufacturer narrative:
All available information was investigated, and the returned device analysis was unable to confirm the reported difficult removal of the cds from a proxy sgc. The reported failure to advance (high transseptal puncture) during procedure could not be replicated in a testing environment as it could be related to patient anatomy or procedural operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported difficult removal of the cds from the sgc could not be conclusively determined. The reported high transseptal puncture appears to be related to procedural conditions. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. A clip was prepared and used as per IFU to treat a mixed etiology. Trans-septal puncture was achieved with the height of 4.6cm but with a very aortic trajectory leading to a severe aorta hugging and very limited height to play once applied '+' knob. After trying to correct the trajectory and trying to achieve a grasp the team decided to remove the system and try a different day with a new transeptal puncture. A decision was made to remove the device into the left atrium and retrieve the cds with clip attached. The clip was fully closed, and the arm positioner returned to neutral. The cds handle was rotated such that the clip arms were perpendicular to the guide curve plane. However, upon withdrawal, one of the clip arms became trapped at the entrance of the sgc. An attempt was made to advance the clip in order to disengage from the sgc. It was suggested to rotate the clip 180 degree to determine if an improved angle would allow for smooth removal, but the same entrapment issue occurred. At this point, it was observed that the clip was partially open, reaching an angle of approximately 40 degrees. Attempt to fully open the clip in order to close further was made and was successfully but the clip arm kept being entrapped at the tip of the sgc.the medical team then decided to remove the sgc with the clip arm attached onto the sgc not causing any harm to the patient.

Event description:
It was reported this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. A clip was prepared and used as per IFU to treat a mixed etiology. Trans-septal puncture was achieved with the height of 4.6cm but with a very aortic trajectory leading to a severe aorta hugging and very limited height to play once applied '+' knob. After trying to correct the trajectory and trying to achieve a grasp the team decided to remove the system and try a different day with a new transeptal puncture. A decision was made to remove the device into the left atrium and retrieve the cds with clip attached. The clip was fully closed, and the arm positioner returned to neutral. The cds handle was rotated such that the clip arms were perpendicular to the guide curve plane. However, upon withdrawal, one of the clip arms became trapped at the entrance of the sgc. An attempt was made to advance the clip in order to disengage from the sgc. It was suggested to rotate the clip 180 degree to determine if an improved angle would allow for smooth removal, but the same entrapment issue occurred. At this point, it was observed that the clip was partially open, reaching an angle of approximately 40 degrees. Attempt to fully open the clip in order to close further was made and was successfully but the clip arm kept being entrapped at the tip of the sgc.the medical team then decided to remove the sgc with the clip arm attached onto the sgc not causing any harm to the patient.